Event description:
During stage 2 of a dbs procedure, while drawing the tunneler in a superior direction with force, the force gave way and the metal tubing of the tunneler was withdrawn without the extension carrier and 2 extensions. The physician ascertained the position of the extension head and plastic loader from the tunneler, approx 5cm inferior of the right ear. The physician made an incision to locate the extension heads still loaded into the plastic head from the tunneler. The component of the tunneler was removed, and the extensions were fed to the lead heads using other surgical tools. The patients had fully recovered from the extra incision(s).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.